Event description:
The customer reported having problems with the insulin pump. The caller stated that her site was painful, and the infusion set was found being crimped at four places while it was pulled. The caller also mentioned that there is a small crack near the reservoir. The blood glucose reading was 321mg/dl, and his glucose level was treated with the insulin pump. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window and broken belt clip slot.